Manufacturer narrative:
The reported event was dislodgement due to twiddler's syndrome. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.

Event description:
Related manufacturer reference number: 2017865-2023-47970 it was reported a patient's atrial and left ventricular leads presented with dislodgement due to twiddlers, confirmed via x-ray. The leads were explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.